Event description:
The customer reported that the alarm will not power on, all wires are intact. There was no pt injury reported. Inspection by posey shows that the alarm had no power, upon re-test the alarm did power on.

Manufacturer narrative:
(B) (4). (B) (4).